Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope showed scope communication error e315. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the information provided from the investigation, the reported malfunction of error message e315 was confirmed. The most likely cause can be attributed to moisture or water invaded the scope causing damage to the image sensor unit or the internal circuit board of the connector. However; a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.